Event description:
It was reported that prior to the implant of the valve, upon delivery catheter system (dcs) insertion, the dcs was pushed forcefully through the "area of the leg" where an inline sheath was placed. However, hypotension was observed and a digital subtraction angiography (dsa) was performed that revealed bleeding near the inline sheath and the stent was suspected to be ruptured. Subsequently, an additional stent was placed and the valve was implanted. Per the physician, it was unclear whether the blood vessel or stent was ruptured. Additional information was received that the minimum diameter of the access vessel was 5 mm. The right side was used for dcs access and was the same side of the injury, which the physician attributed to the dcs. There was an existing stent inside the patient and it was believed that the stent, or the vessel near the stent, was torn by the inline sheath of the dcs due to attempting to forcefully advance the inline sheath. The patient's anatomy had tortuosity, circumferential calcification, and a short and curved stented area that were contributing factors to the event. After the injury, a stent was placed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID evfxplus-29 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2025; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of the valve, upon delivery catheter system (dcs) insertion, the dcs was pushed forcefully through the "area of the leg" where an inline sheath was placed. However, hypotension was observed and a digital subtraction angiography (dsa) was performed that revealed bleeding near the inline sheath and the stent was suspected to be ruptured. Subsequently, an additional stent was placed and the valve was implanted. Per the physician, it was unclear whether the blood vessel or stent was ruptured.